Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water and was not turning on. No harm requiring medical intervention was reported. The device will be returned for analysis.